Event description:
Customer reported she woke up one morning with a blood glucose of 484 mg/dl, and since then she has had trouble keeping her blood glucose under control. She said she has a bent cannula every day and wonders if the serter could be the issue. She was advised to be standing when she inserts. Customer also stated she went to the hospital for high blood glucose on (B)(6) 2014. Her blood glucose was between 600 and 900 mg/dl when hospitalized. She was experiencing vomiting and diarrhea. She was treated with two bags of saline. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.